Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke); evaluation, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During the index procedure, one endeavor sprint drug eluting stent was implanted in the rca. Approximately 52 months post the index procedure, the patient suffered a stroke and was hospitalised. Investigator has indicated the event was not related to the study device and the patient is continuing with treatment.